Event description:
It was reported by the patient that she was "passing out and had to go into emergency surgery." She reported that the physician said the lead "was not working properly." Additional information obtained from the physician office indicated that the patient reported dizziness, 'fogginess,' and wondered if her heart was ok. A device check showed that ventricular capture thresholds had doubled and the impedance had risen. The patient was programmed to unipolar and measurements were 'ok.' However, the physician questioned the integrity of the lead, so the lead was capped and replaced. No further patient complications were reported as a result of this event. Additional information received from the physician office indicated that the lead had an apparent fracture.

Event description:
It was reported by the patient that she was "passing out and had to go into emergency surgery." She reported that the physician said the lead "was not working properly." Additional information obtained from the physician office indicated that the patient reported dizziness, 'fogginess,' and wondered if her heart was ok. A device check showed that ventricular capture thresholds had doubled and the impedance had risen. The patient was programmed to unipolar and measurements were 'ok.' However, the physician questioned the integrity of the lead, so the lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4)